Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out, insulation abrasions were observed on both of the leads. The atrial lead was repaired by using medical adhesive and a suture sleeve around the affected area. The ventricular lead was capped.